Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis. The reported material rupture was confirmed. The reported material separation in the balloon was confirmed in addition to wrinkles on the material. The separation of the balloon likely occurred when removing the catheter against resistance as the ruptured balloon material interacted with the introducer sheath. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of event and relevant tests/laboratory data: estimated dates. Exemption number e2019001. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the armada 35 percutaneous transluminal angioplasty (pta) catheter ruptured at 3 atmospheres (atm). The balloon also separated from the catheter. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.